Event description:
The complainant reported a 72 year old female patient was implanted with an impella cp for mechanical circulatory support due to post cardiotomy cardiogenic shock and low cardiac output syndrome. While on support, the pump experienced positioning issues that were resolved by resetting with a new sheath. Additionally, the patient experienced ventricular tachycardia and atrial fibrillation that were resolved with cardioversion.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.